Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of evaluation of omsc on february 15, 2017, olympus medical systems corp. (Omsc) confirmed that the probe tip broke down at 16.5 mm from the distal end. The broken probe tip was not returned. There was a scratch mark on the probe. The shape of the fracture surface showed that the crack developed from the scratch mark as the starting point. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the scratch on the probe occurred since the user output the device in seal and cut mode contacting with metal or surgical instruments. The crack developed with the scratch mark as the starting point when the user output in seal and cut mode or grasped the tissue. The probe was broken when the user added loads outside the patient. The instruction manual of the subject device already states; warnings:the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.q., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the ptfe pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
During a laparoscopic assisted supracervical hysterectomy, three subject devices were used. The probe of the first subject device was broken. The ptfe pad of the second device was burned. The surgery was completed with the third subject device. No parts were fallen into the patient. There was no patient injury reported. On february 15, 2017, olympus medical systems corp. (Omsc) confirmed the following phenomena on the first subject device and the second subject device. The first subject device: the probe was broken off. The ptfe pad was severely worn. The coating on the outer surface of the jaw was partially come off. The second subject device: the ptfe pad was severely worn. The coating on the outer surface of the jaw was partially come off. This is the report regarding the probe breakage of the first subject device. The reports on the coating damage and the ptfe pad damage of the first subject device and the second device are going to be separately submitted.